Event description:
A port was implanted at the hospital for chemotherapy on (B)(6) 2023. Recently, during infusion via the port, it was reported that the patient experienced catheter-related swelling, pain, and fever. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: this report was determined to have been inadvertently submitted as a second initial MDR for the same device event previously reported under mfg report # 3006260740-2025-09361. Review of the complaint record confirmed that both reports describe a single implanted port associated with one clinical event and one patient course. The reported extravasation, swelling, pain and fever are downstream clinical outcomes of the originally reported same catheter malfunction and do not represent a new or separate adverse event. No additional device was involved, and no independent device issue occurred. This supplemental submission is provided to clarify the duplicate nature of this MDR and to align the regulatory record to a single device event with associated cascading outcomes. No new information impacting reportability is introduced. G3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A port was implanted at the hospital for chemotherapy on (B)(6) 2023. Recently, during infusion via the port, it was reported that the patient experienced catheter related swelling, pain, and fever. However, the current status of the patient is unknown.